Manufacturer narrative:
Additional information: d10, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a loose connection between the safe lock adapter and baxter bag. It was reported that another bag was available. Upon follow up, the patient confirmed the reported loose connection resulted in a fluid leak between the safe lock adapter and baxter bag once the bag is upright and connected for treatment. The patient places a pale under this connection which caught the fluid leak prior to reaching the floor. The patient also checks the connection again after breaking cones and re-tightens the connection prior to treatment. The patient stated that the air detected in cassette message was due to the clamp being enabled on the adapter line. The patient stated that per the clinic¿s procedure and pd nurse recommendation the patient was prescribed prophylactic antibiotics, levofloxacin (500 mg, oral, one every other day until depleted). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to perform a stat drain in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue. The patient confirmed that the safe lock adapter is available to be returned to the manufacturer for physical evaluation.